Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
A customer reported that two patient samples yielded false negative results when tested with biotestcell 3 on one tango optimo, but yielded correct but weak positive results when tested on a second tango optimo on site. The customer could identify a cold antibody in the patient sample. The customer did neither return the patient sample that had caused a false negative test result nor the supposedly defective product. Therefore, our quality control laboratory tested their retained sample of biotestcell 3 with different samples and controls on tango optimo, e.g. An anti-c and an anti-e of the instand interlaboratory comparison test. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell 3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango optimo was inspected by a field service engineer. All coordinates in coordinate teaching to specifications in service manual were checked and adjusted. All modules and the washer's function was also checked. Metrology certification was performed with all tests passing. Validation samples were tested to check system performance and all antibodies were identified correctly. Control testing was performed to verify the device's functionality, and all controls passed. The instrument is operating within manufacturer's specification and returned to full operation.